Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 9900 sys intermittently shuts down and displays a fluoro functions board (ffb) recovery time out message. The customer does not currently want a svc call and will call back if needed. No pt injury was reported.